Event description:
A nurse reported during intraocular lens (iol) implant procedure, the surgeon noticed iol was scratched during implantation, they were implanted in the patients. The scratches are located on one edge of the lens. It was stated that the iols were rotated the lens in order to minimize their impact as much as possible. Additional information was requested, yet no new information was requested and received stating that surgeon rotated the lens so that the damaged area would be positioned upwards under the eyelid to minimize discomfort for the patient and the lens was left implanted. There are multiple medical device reports associated with this patient. This report is associated with the 1 of 5.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.